Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx dilatation balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, when the balloon was attempted to be inflated in the duodenum of the patient, a pinhole leak was noted in the balloon. The procedure was completed with another hurricane rx dilatation balloon.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx dilatation balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when the balloon was attempted to be inflated in the duodenum of the patient, a pinhole leak was noted in the balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed no damage to the catheter of the device. Functional testing was performed; the balloon was attempted to be inflated and a pinhole leak was noted in the balloon material. Therefore the complaint that the balloon leaked was confirmed. The most probable root cause for this event is operational context; this failure occurs when procedural or anatomical factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source.) A search of the complaint database revealed that no similar complaints exist for the specified lot.